Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging kidney. No other clinical information or medical interventions were reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging kidney cancer. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. Maximum attempts were made to have the device returned for evaluation, investigation and to gather additional information but were unsuccessful. The device has not been returned to the manufacturer. At this time, no further investigation can be requested. If any additional information is received, a supplemental report will be filed. Section b1 was corrected for both adverse event and product problem (product problem was checked in the previous MDR.) Section b2 was corrected to other serious or important medical events. (Previously, it was blank.) Section b5-changed. Section h1-was changed from malfunction to serious injury. Section h6- health effect impact code was updated. Section h6- health effect outcome code was updated. Section h6-compoment code was updated.